Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close, and the mechanical jam were not confirmed. The difficult to remove is related to case circumstances and cannot be replicated in lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case, the user did step 4 (close the foot) prior to step 3 pulling the plunger. In this condition, it would take significant force to close the foot because the plunger would interfere with the lever. Additionally, the foot would remain open and the needles would remain exposed. This would lead to difficult to remove and likely vessel damage if removed with force. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 health effect impact code: code 2199 was removed and code 4641 was added.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the physician experienced difficulties when deploying the footplate of the device. Resistance was then noted lowering the lever and closing the foot to remove the device. After further manipulation and additional force, the physician managed to lower the lever and close the foot plate, and the device was removed. No vessel damage was noted. A new prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after an unknown procedure using a 6f sheath. Reportedly, during step 4, there was resistance lowering the lever and closing the foot. Then after further manipulation and additional force, the physician managed to lower the lever and close the foot plate. The device was ultimately removed and no vessel damage was noted. Hemostasis was achieve with the same device suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.